Manufacturer narrative:
The subject product was received for evaluation. The battery pack was within the handle and the handle latch that secures the battery pack was still attached to the handle, but partially broken and loose. The battery pack was noted to be firmly within the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. At this time, no definitive conclusion can be made as to the cause of the broken latch.

Event description:
As reported by davol lab personnel: the tabs on the battery holder cases were not in place to secure the battery holder case onto the handle. When trying to activate the units, they would not turn on until the battery cases were pushed further into the handle, and then the battery holders were taped in place for the duration of the testing. Samples were being tested at davol with no patient involvement.